Event description:
It was reported that the patient was seen in the ER after receiving high voltage therapy during an episode of supraventricular tachycardia and atrial undersensing. Programming changes were discussed but not applied. The patients condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.